Event description:
The device subsequently was explanted 6.6 months later for normal battery depletion.

Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device was reported to be at end of life (eol) battery status with a middle of life 2 battery measurement and an extended charge time. This device is included in the mid-life display of replacement indicators advisory population communicated 11/27/2007. There were no adverse patient effects reported, and the device remains implanted and in service.